Event description:
The svc report shows the customer reported that the 840 ventilator was inoperative. There was no pt involvement. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).